Manufacturer narrative:
The field service engineer could not determine a cause. A system reagent and probe were replaced. The ise pathway was conditioned with serum. Precision studies were performed and these were within specifications. The customer ran calibration and controls; all results met specifications. The last calibration performed on 11-mar-2020 was ok. Quality controls were outside of range on the morning of the event and then returned to normal after the event. The sample centrifugation time was too short and the speed was too fast. Upon review of the alarm trace, an abnormal probe aspiration occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial values from these samples were reported outside of the laboratory. The reporter stated that they had some quality control issues for na and as part of their laboratory protocol, they repeated the two patient samples. The repeat results from these samples were believed to be correct. The first sample initially resulted with an na value of 145 mmol/l, which repeated as 151 mmol/l. The second sample, from a (B)(6) female patient born on (B)(6) and weighing (B)(6)., initially resulted with an na value of 126 mmol/l, which repeated as 132 mmol/l. The na electrode lot number was x80, with an expiration date of 25-nov-2020.